Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had required intervention for hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include nauseous and fatigue. Once at urgent care the patient was treated with intravenous insulin and fluids as well as manual insulin injections. The patient was at urgent care for 4-5 hours.